Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer¿s current blood glucose value was 134 mg/dl. The customer did not experience any symptoms of high blood glucose value. It was unknown whether the customer was using auto mode or not. Customer reported that the senor had change sensor alert sensor updating or sensor glucose value not available alert. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.